Event description:
On (B)(6) 2012, the patient contacted animas to report that his pump settings were incorrect. At the time of the call, the patient informed customer support that his blood glucose (bg) had been erratic for past couple of weeks. The patient claimed his bg had ranged from 40 mg/dl to 400 mg/dl. The patient reported that the low reading of 40 mg/dl occurred on the evening of (B)(6) 2012. The patient informed customer support that his spouse was awoken by the cgm alarm. The patient stated feeling sweaty and shaky with the low bg and treating the low with juice. The patient denied developing symptoms suggestive of hyperglycemia with the elevated bg readings. At the time of the call, the patient reported that he saw his hcp on (B)(6) 2012 during a routine office visit. During office visit, the patient claimed his hcp downloaded his pump and made corrections/adjustments to his pump settings. When he contacted and reviewed pump settings with hcp prior to contacting animas, it was discovered that some of the pump settings (isf and basal) were different than what had been programmed 1 week prior. The patient reported that the pump isf setting should have been set to 24; however, the pump was programmed to 28 mg/dl. The patient also reported that during his doctor's office visit, his hcp changed his 9am basal rate to 1.25u/hr, but the pump was currently showing it set at 1.275u/hr. The patient denied making any changes to the pump's settings after hcp office visit. At the time of troubleshooting, the patient confirmed all other pump settings were programmed accurately. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. In addition, a pump malfunction could not be ruled out at the time customer support reviewed pump history and settings with the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no defect was found. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. The pump was programmed for 24 hours on a 1 unit per hour basal rate; no changes occurred to the basal rate during this time. The keypad was tested and all keys are responsive to user input. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The download shows the isf was set to 1=28mg/dl. The basal history shows on (B)(4) 2012 at 9:00am a 1.275 u basal rate was set.